Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the customer's insulin pump alarmed with post-reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump had a blank display. Customer stated her pump turned back on. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No pump error 23 alarms noted during testing. (B)(4).